Event description:
It was reported that a physician was using an amphiprion deep pta balloon catheter to treat a non-calcified lesion in the btk with 30% stenosis lesion in patient. It was reported that when the physician inflated the balloon catheter, he detected that it had ruptured. No abnormalities were noted during the preparation of the device. The device was being used to pre dilate the lesion. The balloon was inflated to 4atm and it burst on the first inflation. The lesion was then treated with other balloons. No patient injury was reported for this event.

Event description:
Evaluation summary: the shaft was bent and kinked. The balloon was unfolded and radio opaque solution detected in the inflation line. The proximal balloon welding was burst. No other abnormalities detected on the device.

Manufacturer narrative:
Component/subassembly failure (possibly due to manufacturing issue during welding process.)

Manufacturer narrative:
Results: based on the information available, no root cause can be determined, no device returned for evaluation. Conclusion: based on the information available, no root cause can be determined. (B)(4).